Event description:
No additional information provided by the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: due to corrosion on endoscope connector, e238(scope communication error) occurs. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: because the scope ID was not transmitted to the system due to a problem with the internal circuit board of the endoscope connector, such as faulty contacts (contact corrosion, abnormal resistance, watertightness failure) or watertightness failure of the connector. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the gastrointestinal videoscope exhibited an e213 scope malfunction error and the image became a sandstorm. The reported issue occurred during a diagnostic procedure, which was completed using another device. There were no reports of patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.